Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the surgeon could not control the tip of the fenestrated bipolar forceps instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. The components adjacent to the broken wire do not show damage. The root cause of broken conductor wire is attributed to when the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated/dislodged and may pull the conductors wire out of the routing groove.